Event description:
The customer reported "unable to determine status of breath delivery" alarm occurred when the nurse changed the vent settings. No patient harm as a result of the event. This issue is still under investigation.